Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Customer was educated that apidra insulin is off-label per the user guide. Customer¿s blood glucose level was not impacted. Recommendation was made to consult with a healthcare provider to discuss use of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.